Event description:
It was reported that during an appendectomy procedure, after the stapler was fired, it did not open, instead, it remained locked with the tissue in it. The doctor tried to open it several times, but with no success. Then, he used another trocar to cut the tissue and suture it, so he could remove the stapler. The patient is fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.